Manufacturer narrative:
Code 2200=no code given for hemiplegia. The actual sample was returned. The needle was found to be broken at the suture attachment area. No material related defects were observed. It did not appear that any portion of the needle was missing. There were marks on the small needle fragment consistent with the needle having been grasped with needle holders at the attachment region of the needle. This is contrary to the general practice of grasping needle body 1/2 to 2/3 its length back from the point. Lot history records were unremarkable. Brittleness testing and tinius olsen tests were acceptable. This appears to be a case of user technique causing the needle breakage. No piece was found to be missing, therefore, it is unlikely any remains in pt.

Event description:
Customer reports, the dr was doing a craniotomy and a shard of metal was in (the) brain CT scan. The injury according to the surgeon is half of the body is paralyzed (hemiplegia). In addition, the dr does not think the pt can have an MRI done now.